Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation') and premature labour ('pre-term labor') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6) 2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included oral contraceptive nos from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and the first episode of abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss/fluctuation"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers"), mental disorder ("psych injury") and burning sensation ("swelling and burning sensation of the hands and legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: gall bladder and liposuction and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, uterine perforation, premature labour, pregnancy with contraceptive device, device expulsion, dyspareunia, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, mental disorder and burning sensation outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, the last episode of abdominal pain and peripheral swelling had resolved and the alopecia, weight decreased, nausea and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, amnesia, back pain, bladder disorder, burning sensation, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted) date of insertion- 2011, discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009. Received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation'), premature labour ('pre-term labor'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('general abnormal bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6)2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included oral contraceptive nos from 2005 to 2009. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), weight fluctuation ("weight loss/fluctutation") and the first episode of abdominal pain ("abdominal pain"). In (B)(6)2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers"), mental disorder ("psych injury") and burning sensation ("swelling and burning sensation of the hands and legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: gall bladder and liposuction and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, embedded device, uterine perforation, premature labour, pregnancy with contraceptive device, device expulsion, dyspareunia, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, mental disorder, burning sensation and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, the last episode of abdominal pain and peripheral swelling had resolved and the alopecia, weight fluctuation and nausea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, amnesia, back pain, bladder disorder, burning sensation, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted) date of insertion- 2011, discrepancy noted in insertion dates: (B)(6)2009, (B)(6)2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received new events were added: swelling and burning sensation of the hands and legs, weight gain. Event outcome were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation'), device breakage ('device breakage'), premature labour ('pre-term labor'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('general abnormal bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6) 2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included oral contraceptive nos from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), weight fluctuation ("weight loss/fluctutation") and the first episode of abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers") and mental disorder ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (hyst. (Full), hysterectomy(full) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine perforation, device breakage, premature labour, pregnancy with contraceptive device, pelvic pain, device expulsion, dyspareunia, migraine, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, nausea, peripheral swelling and mental disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain and the last episode of abdominal pain had resolved and the alopecia and weight fluctuation was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, amnesia, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted) date of insertion- 2011, discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation') and premature labour ('pre-term labor') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6)2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included oral contraceptive nos from 2005 to 2009. On(B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and the first episode of abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss/fluctutation"). In (B)(6)2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers"), mental disorder ("psych injury") and burning sensation ("swelling and burning sensation of the hands and legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: gall bladder and liposuction and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, embedded device, uterine perforation, premature labour, pregnancy with contraceptive device, device expulsion, dyspareunia, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, mental disorder and burning sensation outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, the last episode of abdominal pain and peripheral swelling had resolved and the alopecia, weight decreased, nausea and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, amnesia, back pain, bladder disorder, burning sensation, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted) date of insertion- 2011, discrepancy noted in insertion dates: (B)(6)2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation') and premature labour ('pre-term labor') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6) 2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included ondansetron (zofran) and oral contraceptive nos from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and the first episode of abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss/fluctuation"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers"), mental disorder ("psych injury") and burning sensation ("swelling and burning sensation of the hands and legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: gall bladder and liposuction and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, uterine perforation, premature labour, pregnancy with contraceptive device, device expulsion, dyspareunia, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, mental disorder and burning sensation outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, the last episode of abdominal pain and peripheral swelling had resolved and the alopecia, weight decreased, nausea and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, amnesia, back pain, bladder disorder, burning sensation, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted). Date of insertion- 2011, discrepancy noted in insertion dates: (B)(6) 2009. Received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation') and premature labour ('pre-term labor') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6) 2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included oral contraceptive nos from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and the first episode of abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss/fluctutation"). In december 2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers"), mental disorder ("psych injury") and burning sensation ("swelling and burning sensation of the hands and legs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: gall bladder and liposuction and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, uterine perforation, premature labour, pregnancy with contraceptive device, device expulsion, dyspareunia, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, mental disorder and burning sensation outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, the last episode of abdominal pain and peripheral swelling had resolved and the alopecia, weight decreased, nausea and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, amnesia, back pain, bladder disorder, burning sensation, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted) date of insertion- 2011, discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: event coding updated from weight fluctuation to weight decreased. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure:posterior left myometrium/coils could be seen embedded in her uterus'), uterine perforation ('migration/uterus perforation'), device breakage ('device breakage'), premature labour ('pre-term labor') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, birth defects and pregnancy on contraceptive (live birth on (B)(6) 2009). Previously administered products included for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included oral contraceptive nos from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("migration of essure:posterior left myometrium"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), weight fluctuation ("weight loss/fluctuation") and the first episode of abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), nausea ("nausea"), peripheral swelling ("swollen fingers") and mental disorder ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (hyst. (Full), hysterectomy(full) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine perforation, device breakage, premature labour, pregnancy with contraceptive device, pelvic pain, device expulsion, dyspareunia, migraine, amnesia, female sexual dysfunction, metrorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, nausea, peripheral swelling and mental disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain and the last episode of abdominal pain had resolved and the alopecia and weight fluctuation was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered alopecia, amnesia, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: essure confirmation test- no (discrepancy noted) date of insertion- 2011, discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, genital haemorrhage. She had experienced pregnancy birth-complication: born with birth defects for which child case: (B)(4) was created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, embed device, quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Date of implant updated. Date of explant added. New events added- pelvic pain, pregnancy (with complication), preterm labor, abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), hair loss, migraines/headaches, migration of essure:posterior left myometrium, memory loss, pain, pregnancy (with complications), weight loss/fluctuation, abdominal pain, headaches, and device ineffective. Reporter information, medical history, historical, treatment and concomitant drug were added. This is a retention case. All the information: reporter¿s information, lab data. Events ¿ (dysmenorrhea (cramping), back pain, abdominal pain, general abnormal bleeding, migration/uterus perforation , apareunia, metorhagia (bleeding b/w periods), device breakage, bladder problem, ,bladder infection, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problem, hormonal changes, nausea, weight gain, swollen fingers, psych injury were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.